Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the pusher wire and introducer sheath were returned for this complaint. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected, and no anomalies were noted. The pusher wire was inspected and was found kinked. Microscopic inspection of the pusher wire revealed that the proximal end has a smooth surface. The interlocking arm was inspected, and it was detached (part was not returned. Dimensional inspection of the pusher wire revealed that the outer diameter (od) of the mid solder joint, distal tfe and proximal tfe are within the specification. However, the od of the distal solder joint could not be performed.

Event description:
Reportable based on device analysis completed on 20apr2021. It was reported that the coil could not be deployed. A 3mmx6cm interlock was selected for use. During procedure, multiple coils were used however this device could not be deployed all the time. Subsequently, the deploy clasp was partially fixed and could not be deployed when withdrawn from the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, device analysis revealed a detached interlocking arm and not returned.